Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker experienced dizziness and syncope. Review of stored device memory noted potential sinus dropout, where the patient's rate fell to the lower rate limit (lrl) for a while. It was noted that rate response (rr) and sudden brady response (sbr) features were not programmed on, and technical services (ts) reviewed that an electrogram (egm) would not be stored in this situation without sbr programmed on. The root cause was unable to be determined without stored electrograms (egm) at the time of the symptoms, however potential causes included sick sinus syndrome (sss) or undersensing. Ts discussed the option of fitting the patient with a holter monitor or programming magnet triggered egm on. The physician opted to program the rate smoothing feature on and continue monitoring at this time. This pacemaker remains in service. No additional adverse patient effects were reported.